Event description:
It was reported that the pt presented with a peri-prosthetic fracture which was believed to be from a fall, but it was not confirmed by the pt. X-rays will not be made available.

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report.